Manufacturer narrative:
Mayfield ultra base unit (a2101) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - unit received with the base handle was resized due to handle was closed without 6in transitional installed and deformed hole. Units 6in transitional member was replaced. Shock cushion and 1/4in pin also adjustment wrench were replaced from being worn. The unit needs repair, preventative maintenance and replacement of worn parts. Root cause - the reported complaint was confirmed from the evaluation. Evaluation showed that the handle was closed without 6in transitional installed and deformed hole. Parts of the device were worn. The unit needs repair, and replacement of worn and damaged parts. General maintenance and cleaning required. This device exceeds its expected life of 7 years (manufactured in 2010) and replacement is highly recommended. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the arm on mayfield ultra base unit (a2101) is stuck and would not rotate. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported. After the device was returned by the customer, evaluation showed that the handle was closed without the 6in transitional installed.